Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low reticulocyte (retic) results on a patient specimen generated by coulter lh750 hematology analyzer without an instrument generated flags in manual mode. The erroneous results were not reported out of the laboratory. Subsequent repeat test in automatic mode produced higher retic results without flags. The initial and repeat test results were flagged with definitive flags per operator definable messages. A manual retic was performed and verified the repeat result which was reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low reticulocyte (retic) results on a patient specimen generated by coulter lh750 hematology analyzer without an instrument generated flags in manual mode. The erroneous results were not reported out of the laboratory. Subsequent repeat test in automatic mode produced higher retic results without flags. The initial and repeat test results were flagged with definitive flags per operator definable messages. A manual retic was performed and verified the repeat result which was reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this event.